Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that their stimulator is not working properly and needs to be reprogrammed. Patient said the issue started probably about a week ago. Patient reported that they moved and need a new pain management doctor and manufacturing representative (rep); patient is looking to make an appointment with a rep to get their stimulator looked at and for potential reprogramming. Patient stated that they think that their implant has shifted and now normal activities are causing them pain. Patient followed up by saying that they were mopping one day and the next day they could hardly move and that was unusual for them. Patient mentioned that if they did any kind of lifting, it would hurt the next morning. Patient also mentioned that their sciatica nerve in both hips was beeping all night long and it was hard for them to find a position to sleep in comfortably. Agent reviewed role of mdt represe ntative and emailed reps on behalf of the patient.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.